Event description:
On (B)(6) 2016, a dental professional reported that patients with a 3m espe lava ultimate cad/cam restorative for cerec crowns required root canal treatment. Additional information regarding the number of patients impacted and details on the cases have been requested; to date, no further information is available. .